Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the problem existed in the connector of the x-mail pedal. Upon further investigation, fse confirmed that the issue happened with a d-sub tray connecting the footswitch to the bed. The fse found that the fixing screws and spoke pedal connector were broken. Fse replaced the d-sub pin sets unc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the connector of the footswitch has a bent pin, which is risky to turn off and was impossible to give x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.